Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in the (B)(4) reported a diagnosis of ¿terrible corneal abrasion¿ and a ¿bad infection¿ on the od which has affected my sight while wearing an acuvue brand contact lens (cls). The pt was prescribed steroid eye drops and is attending eye appointments 3 times a week. No additional medical information was provided. On 07oct2019 additional information was provided from the pt: the pt reported wearing the acuvue® oasys® for astigmatism brand contact lenses. On (B)(6) 2019 the pt inserted a new od lens without discomfort. After 6 hours of wear the suspect lens was removed and the pt experienced od irritation and soreness. On (B)(6) 2019 the pt reports pain, tearing and photophobia with sunglasses. On (B)(6) 2019 the pt ¿lost vision completely¿ and reports the vision as ¿orange.¿ on (B)(6) 2019 the pt went to an emergency clinic and was diagnosed with a corneal abrasion and ulcer and referred to an eye clinic. On (B)(6) 2019 the pt went to the eye hospital and was diagnosed with abrasion and corneal ulcer with ¿severe infection¿ and prescribed prednisolone tid, mydrilate bid and exocin tid. The pt reported the location of the ulcer was superior temporal. On (B)(6) 2019 the pt returned for a follow-up appointment and reported the vision was much better (va was not known), ¿orange¿ appearance is no longer present. The ophthalmologist advised the pt the infection was gone, but the inflammation needed treatment. The exocin and mydrilate was discontinued and the pt was prescribed maxidex tid. Pt was advised that od scarring in present which will not resolve. Pt has a follow-up appointment on (B)(6) 2019. The ophthalmologist recommended a daily lens when the pt is cleared for cls wear. The pt will reply by email with any additional medical information and prefers no further telephone contact. The pt reports daily lens wear and used easyvision solution. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rnjg was produced under normal conditions. The suspect od contact lens was discarded. No evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.